Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the device failed to deliver a shock. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during routine defibrillation threshold (dft) testing, the extravascular implantable cardioverter defibrillator (ev-ICD) appropriately detected ventricular fibrillation (vf) and charged to 30 joules (j), but the device never delivered the shock as undersensing occurred and led to the initial shock being aborted. External defibrillation was required to terminate the rhythm. A second induction was performed where a second 30j shock was initiated with successful termination of the arrhythmia. The ev-ICD remains in use. No patient complications have been reported as a result of this event.